Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, serial/lot #: (B)(6) g2: foreign country - france h3/h6: the system was serviced in the field and the computer was replaced. Codes b01, c07, and d02 apply. The computer was returned for analysis. The computer did not pass sound within the burnin testing. 3.5mm sound failed for corrupt audio input right channel. All other aspects of burnin test passed. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system did not boot. There was a failure error message on the starting screen, "failed to start pulseaudio system server." The site had to restart five times before the system booted up. There was no patient involvement.